Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 41 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported device was not sent back to brézins for investigation as repairs were performed locally. According to provided information, the both inspections (external and internal) found that the pump was dirty. The reported event was reproduced with the failure of the test 6 (upstream). Therefore, the upstream pressure sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Functional cross testing were carried out. All performed successfully and within our specifications without triggering any technical error. The upstream pressure sensor is functional. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: customer reporting: error alarm upstream. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.